Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed exit was not alarming at the nurse station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Upon inspection, the hrc technician determined that the black jack cables needed to be replaced. The versacare® bed system (k model and newer) is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The customer will replace blackjack cables from their stock inventory to resolve. Baxter has communicated the reported issue to the cable manufacturer, hatchmed, for further investigation into the issue. Based on this information, no further actions are necessary at this time.

Event description:
Baxter received a report from a baxter technician stating the bed exit was not alarming at the nurse station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).